Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-9236-03pp univers vaultlock¿ glenoid trial, large was broken, no additional information was provided. This was discovered during use with no impact to the patient. Additional information has been requested. On 05/09/2022, the sales representative stated the following information via phone: this occurred during a total shoulder eclipse on (B)(6) 2022. The tip of the glenoid trial broke off inside the patient and was retrieved. The device was contaminated and will not be returned. In order to obtain further information about the event, she asked to be contacted via email as she was not in the office that day. Additional information has been requested. On 05/09/2022, the sales representative stated the following information via email: the instrument was not used with power, and the failure of the complaint device occurred during extraction. The case was completed successfully with no impact to the patient. The patient is fine to date, no items were left in the patient, and everything was extracted.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.